Event description:
It was reported that the handpiece began leaking a black, oily substance into the pt's mouth during an impaction procedure. The area was cleansed, and the procedure was completed successfully with another device. There was no pt or user injury and no further complications or treatment required. After the procedure, the doctor used paradex, a mild narcotic analgesic, in the socket.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.